Event description:
It was reported that the patient had previous knee revision that had loosened - surgeon revised the femur with sleeve and stem, gave him a new poly but left previous tibial construct alone as it was fine. There was a loosening reported at femur and stem at cement to implant interface. Doi: (B)(6) 2021. Dor: (B)(6) 2023. Affected side: right knee. There was no surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.